Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's device was in overdischarge. Patient stated that they have always had difficult time charging. The battery could not be interrogated and the device reset was unsuccessful. The issue was not resolved at the time of the report but a surgical intervention was planned. Hcp had no further information. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was replaced. The healthcare provider (hcp) was requesting analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the stim ins battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had always had difficulty charging and the cause was unknown. It was also stated that the replacement had not occurred and was in the process of being scheduled. There were no further symptoms or complications reported or anticipated.